Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon ruptured at 6 atm. The procedure was completed with a different device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the severely calcified first right posterolateral segment on the left anterior descending artery. Upon first inflation, the balloon ruptured at 6 atm within 10 seconds. The device was simply removed, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.